Event description:
It was reported that an ilet user experienced hyperglycemia after being off the pump for about a month and reconnecting without having taken insulin for a recent meal, with fingerstick glucose measured at 436 mg/dl and the pump and cgm indicating high readings; tubing was inspected with drops observed and insulin delivery was resumed, and glucose trended down to 253 mg/dl later the same day. Symptoms included dizziness. Outcomes included transient functional limitation with no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education focused on infusion set function, insulin delivery resumption, and monitoring. Investigation of this case revealed delayed insulin administration after pump disconnection and meal intake, with no evidence of infusion set occlusion or device malfunction. It was concluded that the event was hyperglycemia of unclear cause related to insulin interruption and recent reconnection, with user factors contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.